Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Did a poly exchange of a total knee. Rep confirmed that this was a revision of primary right knee due to poly wear "the doctor stated that he felt via x-ray that the poly had medial wear."

Manufacturer narrative:
Lot code, manufacturing and expiration dates are unchanged from initial MDR. An event regarding wear involving a duracon insert was reported. The event was not confirmed. Product evaluation and results: not performed as the device was not returned. Medical records received and evaluation: not performed as no medical records were returned for review. A review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. There were no other events for the lot provided. The exact cause of the event could not be determined because insufficient information was provided. Further information such as device return, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Did a poly exchange of a total knee. Rep confirmed that this was a revision of primary right knee due to poly wear "the doctor stated that he felt via x-ray that the poly had medial wear."